Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer followed troubleshooting steps to press pump button and plug pump into known working power source with original charging supplies, after which pump began charging, pump did not shut down, and no further assistance was required.